Event description:
It was reported that the zimmer meshgraft ii had chewed up the skin graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The tech reported receiving the meshgraft that passed all testing and had been previously returned for repair on (B)(6)2010 for preventative maintenance. The device was calibrated, tested per procedure and the cutter replaced at that time. The tech could not replicate the reported issue with the returned device. The cause of the customer issue is unk, the device was in specification and no issues were found.